Manufacturer narrative:
The device was returned to olympus and the evaluation results are pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed no image. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was not confirmed. The unit was inspected using our test scopes and video processor; image stabilizes properly without any issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during a colonoscopy procedure, which was canceled. There was no patient harm or injury.